Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. The customer's blood glucose reading was 19 mg/dl. The customer reported passing out from their low event. The customer was treated with glucose and an intravenous fluid. The customer declined to troubleshoot further. The customer's current blood glucose was 167 mg/dl. The insulin pump will not be returned for analysis.